Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer jam unable to close. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer was jammed and unable to close. A field service engineer (fse) observed that the half-height drawer 3 had damaged slides and had to be replaced. The fse transferred all the cubies to the new drawer, then configured the drawer and tested it in the hardware test application. Registered pharmacist tested in the application and cleared failures. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.